Manufacturer narrative:
Pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery test. No prime/fill anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received prime rewind anomaly. The customer¿s blood glucose level unknown. The customer was assisted with troubleshoot and customer stated pump is not working and were unable to exit the "preparing to prime" loop. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The insulin pump will be returned for analysis.